Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the physician suspected to had pulled the leads during an ipg replacement procedure. The patient underwent a procedure wherein the lead incision was opened however the physician decided to retain the lead after opening the incision. Nothing was done to the device.